Event description:
Procedure; lap gastric bypass. A leak was found post-operatively from the proximal gastric pouch and the pt was brought back to the o.r. Less than 24 hours for repair. The staple line was over-sewn. Pt condition unknown at this time.